Event description:
Healthcare professional reported right side exchange due to patient's concern with the product. Patient representative reported patient experienced "chronic pain," "fear and mental anguish," "anxiety" and "worry." Patient representative additionally reported "scarring and disfigurement, hospitalization, infection," "depression, anxiety, panic disorder, ptsd, chronic insomnia, significant weight loss, chronic gastrointestinal upset, diarrhea and nausea on an ongoing bases," "other injuries and damages," and "grief"; these events are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. Device evaluation: analysis of the returned device identified: yellow particles, deformation device, creases fold, wear abrasion and weigh to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.